Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 75 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump may have been exposed to moisture due to humidity or steam. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm or moisture damage on electronic assembly and motor noted. The insulin pump has cracked case at display window corner, cracked battery tube threads and cracked reservoir tube window.